Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings and low impedance readings. It was stated by the pt's health care provider that some of the unipolar pairs had readings of >2000 ohms. It was stated that at previous visits, open circuits were seen, and on this occasion, impedances of <250 were seen. It was stated the pt still had good therapeutic effect. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR report # 3004209178-2011-04164.